Event description:
It was reported that the patient presented to the hospital after the right ventricular (rv) lead triggered a lead integrity alert (lia). It was noted the rv lead exhibited oversensing of short interval counts (sic), episodes of non-sustained ventricular tachycardia (nsvt) and out of range impedance measurements. A rv lead revision procedure is scheduled and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular (rv) lead integrity alert triggered. It was noted beginning (B)(4) 2015, there were 548 ventricular sic, high rate non-sustained (ns) and ventricular oversensing-noise detected episodes with lead noise oversensing. The rv lead integrity warning occurred on (B)(4) 2015 for 2 or more high rate-ns episodes and sic >= 30 in 3 days.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 5554-53, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.